Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned devices revealed scratch was visible on one nail and dents on both, thread damage was also present. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Manufacture date ¿ unknown date; february 2011.

Event description:
During a left femoral nailing procedure, the femoral nail had to be removed from the patient as the connecting bolt would not remain engaged with the nail through impaction. The bolt also reportedly disengaged from the jig. A second connecting bolt was attempted, with the same results. Upon removal of the nail, it was noticed that the nail threads were damaged which caused the bolt to not connect properly. A shorter nail was implanted to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - retro fem connecting bolt, catalog#: 14-442021 lot#: ni. Therapy date - (B)(6) 2016.